Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis for (B) (4) showed no anomalies. Visual inspection revealed distortion of the proximal conductor and a breach/cut in the outer insulation.

Event description:
It was reported during the implant procedure that it was difficult to position the rv lead. The lead was not implanted. No patient complications have been reported as a result of this event.